Event description:
It was reported that the patient felt uncomfortable heat from the recharging paddle when they were charging their implanted device. There were no known external factors that could have contributed to the issue. It was reviewed to try a piece of cloth between the device and the patient's skin and to stop charging when they felt the device was getting warm. Further information received from the patient reported that they had their implant replaced after their previous implant battery went dead (pt confirmed this was due to normal battery life). Pt stated the previous lead wires were not replaced and ever since implant surgery, they had to charge their implant every two days, and they couldn't quite make it to three days. Pt stated that with their previous implant battery, they were able to stay charged for two and a half to three weeks or more. It was reviewed charging frequency could be related to intensity of programmings/settings. It was also noted that ever since the implant surgery, whenever they charge their implant it burns inside the battery area and the incision area is not quite healing yet, two months after the surgery. The patient stated that if they leant back in their chair just the right way, where the wires go to their spine, they experience no stimulation. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the patient still had a burning sensation with recharging. It was suggested to shut off the stimulator when recharging. When they did that the burning sensation goes away, but the pain from not having the stimulator on increases significantly. Impedances were checked last week and were within a normal range of 830-1530 ohms. It was also noted the paddle itself is getting very hot with recharging. Additional information was received. It was reported the manufacturer representative had recommended recharging at a reduced speed but the patient still felt the burning sensation at the pocket while recharging. It was noted that if therapy was off the patient did not feel the sensation while recharging. It was reviewed that pressure from the recharging system might be causing the system to have a fluid short, thus the patient was feeling the sensation only when the therapy was on and they were recharging. It was recommended to palpate the area while therapy was on to see if it elicited the same sensation as recharging with the therapy on. Additional information was received. It was reported that when the patient pressed on their battery, regardless of using their recharger, the burning sensation increased. They also noted that on (B)(6) 2021 the burning sensation was constant. It was noted the patient was going to see a doctor to follow up. Additional information was received. It was reported the patient was feeling pain at the pocket site whether stimulation was on or off and with pressure on the site, the patient felt more pain. The caller stated that when the patient pushed on the lead in the thoracic area stimulation would turn off. Their manufacturer representative ran an impedance check while the patient pushed on the thoracic area and impedance was normal. Their healthcare provider did an ultrasound to look at the pocket site. Additional information was received from the manufacturer representative (rep). It was reported that the patient was sent another recharge paddle, instructed to recharge on a different program, turn the stimulation off during recharging, lower the recharging speed. There was no change to her overall symptoms. The burning sensation was there regardless of if stimulation was on/off. Increased sensation with palpation of the stimulator. Additional information was received from the manufacturer representative (rep). It was reported that the patient had an ins replacement today by managing hcp. Caller indicated the revision / replacement was due to a burning in pocket previously mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97715, serial# (B)(6) was returned for analysis. Analysis found no significant anomalies as the implantable neuros timulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery was replaced and moved to the abdominal area. The patient was doing great after the surgery and reported no burning.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient felt uncomfortable heat from the recharging paddle when they were charging their implanted device. There were no known external factors that could have contributed to the issue. It was reviewed to try a piece of cloth between the device and the patient's skin and to stop charging when they felt the device was getting warm. Further information received from the patient reported that they had their implant replaced after their previous implant battery went dead (pt confirmed this was due to normal battery life). Pt stated the previous lead wires were not replaced and ever since implant surgery, they had to charge their implant every two days, and they couldn't quite make it to three days. Pt stated that with their previous implant battery, they were able to stay charged for two and a half to three weeks or more. It was reviewed charging frequency could be related to intensity of programmings/setti ngs. It was also noted that ever since the implant surgery, whenever they charge their implant it burns inside the battery area and the incision area is not quite healing yet, two months after the surgery. The patient stated that if they leant back in their chair just the right way, where the wires go to their spine, they experience no stimulation. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2021 (B)(4), (B)(4) (rep): additional information was received. It was reported the patient still had a burning sensation with recharging. It was suggested to shut off the stimulator when recharging. When they did that the burning sensation goes away, but the pain from not having the stimulator on increases significantly. Impedances were checked last week and were within a normal range of 830-1530ohms. It was also noted the paddle itself is getting very hot with recharging. Additional information was received. It was reported the manufacturer representative had recommended recharging at a reduced speed but the patient still felt the burning sensation at the pocket while recharging. It was noted that if therapy was off the patient did not feel the sensation while recharging. It was reviewed that pressure from the recharging system might be causing the system to have a fluid short, thus the patient was feeling the sensation only when the therapy was on and they were recharging. It was recommended to palpate the area while therapy was on to see if it elicited the same sensation as recharging with the therapy on. Additional information was received. It was reported that when the patient pressed on their battery, regardless of using their recharger, the burning sensation increased. They also noted that on (B)(6) 2021 the burning sensation was constant. It was noted the patient was going to see a doctor to follow up. Additional information was received. It was reported the patient was feeling pain at the pocket site whether stimulation was on or off and with pressure on the site, the patient felt more pain. The caller stated that when the patient pushed on the lead in the thoracic area stimulation would turn off. Their manufacturer representative ran an impedance check while the patient pushed on the thoracic area and impedance was normal. Their healthcare provider did an ultrasound to look at the pocket site. Additional information was received from the manufacturer representative (rep). It was reported that the patient was sent another recharge paddle, instructed to recharge on a different program, turn the stimulation off during recharging, lower the recharging speed. There was no change to her overall symptoms. The burning sensation was there regardless of if stimulation was on/off. Increased sensation with palpa tion of the stimulator. Additional information was received from the manufacturer representative (rep). It was reported that the patient had an ins replacement today by managing hcp. Caller indicated the revision / replacement was due to a burning in pocket previously mentioned. Additional information received from the manufacturer representative reported that the battery was replaced and moved to the abdominal area. The patient was doing great after the surgery and reported no burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt uncomfortable heat from the recharging paddle when they were charging their implanted device. There were no known external factors that could have contributed to the issue. It was reviewed to try a piece of cloth between the device and the patient's skin and to stop charging when they felt the device was getting warm. Further information received from the patient reported that they had their implant replaced after their previous implant battery went dead (pt confirmed this was due to normal battery life). Pt stated the previous lead wires were not replaced and ever since implant surgery, they had to charge their implant every two days, and they couldn't quite make it to three days. Pt stated that with their previous implant battery, they were able to stay charged for two and a half to three weeks or more. It was reviewed charging frequency could be related to intensity of programmings/settings. It was also noted that ever since the implant surgery, whenever they charge their implant it burns inside the battery area and the incision area is not quite healing yet, two months after the surgery. The patient stated that if they leant back in their chair just the right way, where the wires go to their spine, they experience no stimulation. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the patient still had a burning sensation with recharging. It was suggested to shut off the stimulator when recharging. When they did that the burning sensation goes away, but the pain from not having the stimulator on increases significantly. Impedances were checked last week and were within a normal range of 830-1530 ohms. It was also noted the paddle itself is getting very hot with recharging. Additional information was received. It was reported the manufacturer representative had recommended recharging at a reduced speed but the patient still felt the burning sensation at the pocket while recharging. It was noted that if therapy was off the patient did not feel the sensation while recharging. It was reviewed that pressure from the recharging system might be causing the system to have a fluid short, thus the patient was feeling the sensation only when the therapy was on and they were recharging. It was recommended to palpate the area while therapy was on to see if it elicited the same sensation as recharging with the therapy on. Additional information was received. It was reported that when the patient pressed on their battery, regardless of using their recharger, the burning sensation increased. They also noted that on (B)(6) 2021 the burning sensation was constant. It was noted the patient was going to see a doctor to follow up. Additional information was received. It was reported the patient was feeling pain at the pocket site whether stimulation was on or off and with pressure on the site, the patient felt more pain. The caller stated that when the patient pushed on the lead in the thoracic area stimulation would turn off. Their manufacturer representative ran an impedance check while the patient pushed on the thoracic area and impedance was normal. Their healthcare provider did an ultrasound to look at the pocket site. Additional information was received from the manufacturer representative (rep). It was reported that the patient was sent another recharge paddle, instructed to recharge on a different program, turn the stimulation off during recharging, lower the recharging speed. There was no change to her overall symptoms. The burning sensation was there regardless of if stimulation was on/off. Increased sensation with palpation of the stimulator. Additional information was received from the manufacturer representative (rep). It was reported that the patient had an ins replacement today by managing hcp. Caller indicated the revision / replacement was due to a burning in pocket previously mentioned.